Event description:
A rn at a site reported that when verifying instruments, in an ent procedure, the monitor went black and displayed a message "no input". In trouble-shooting with a medtronic representative, they confirmed all connections on the back of the system were tight, they re-booted and the system resumed its normal function. The surgeon proceeded as planned and completed the surgery with the use of the fusion navigation system. There was no impact on the patient outcome reported.

Manufacturer narrative:
A medtronic representative at the site checked the power and video connections to the computer and monitor, and inspected the cables only to find strong connections. The system is functioning properly. The reported behavior has not reoccurred.